Event description:
It was reported that the anesthesia workstation failed while in use for treatment. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
The investigation of the reported event has been completed. The system was investigated by our field service engineer. No fault was found, and no parts were replaced. The device logs were saved and sent for evaluation. The system was returned for clinical use. Evaluation of the test log shows that the system checkout performed prior to and after the event was successful. The event log shows that three treatment periods were started on the given date of event with just a few minutes apart and with settings showing that it was for the same patient in all three periods. In all three treatment periods the user set pressure parameters, peep (positive end expiratory pressure) and pressure level above peep, exceeded the user set alarm limit for airway pressure thus causing the system to generate alarm. Our conclusion is that the reported event was caused by the user set parameter and alarm limit settings.